Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator. Replaced broken valve receptacle, installed pm parts. Completed uvt/ovp. All test parameters within spec.

Event description:
The customer reported that the ventilator is displaying cracked exh valve and transducer error. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received receptacle, exhalation valve, tbird, smrt, sen. Fa inspected the component and found it to be damaged. Fa installed in a known good vela unit and powered in respiration mode, can hear air leak from damaged part. Ran vela for 30 minutes, no alarms or events. Vte was half of what it should have been. The receptacle, exhalation valve, tbird, smrt, sen was scrapped.